Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device malfunction was unable to be confirmed, the definitive root cause of the noise and screen blackout could not be determined. The device was manipulated with bare, dry hands with no extension cord. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that noise occurred on the screen when using the wm-np2 workstation set 4 with the visera elite ii video system center and endoeye flex deflectable videoscope during a therapeutic procedure. When the scope was pushed into the video system center connector three times without removing it, the customer got an electric shock with a spark. Noise on the screen disappeared due to static discharge and use of the device continued; however, the workstation also made a crackling sound and the screen blacked out. A replacement workstation was used to complete the procedure. There were no reports of burns or patient harm or impact due to this event.